Event description:
It was reported that the device "failed accuracy". The reporter stated the device delivered at a rate of 6.5% above nominal. No known adverse effects to patient.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with a dent in the front housing. Delivery accuracy testing confirmed the customer's claim. The delivery accuracy tests found the pump to be delivering outside the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range.